Event description:
The device was sent to the manufacturer in response to a recall notification. The device was received by the manufacturer for this purpose on 12/06/2006. Initial inspection by the manufacturer on 12/14/2006 discovered that the screen on the device was physically damaged (presumably due to dropping, accident or other type of mishandling) but still capable of displaying information. When the device showed a malfunction: a "defib comm error" message was displayed on the screen.